Manufacturer narrative:
An olympus field service engineer (fse) went onsite to evaluate the device and repaired the socket. The procedure was repeated one week later after the clv-190 was repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displays a b30 , e315, and an e209 errors. The event occurred during an endobronchial ultrasound procedure. The induced anesthesia was discontinued and the procedure was aborted. The patient was discharged with no harm or injury reported due to the event. This report is being submitted for the b30 and e315 errors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is unknown whether the indicated phenomenon occurred due to a malfunction of the subject device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.